Event description:
It was reported that the patient had their initial hip surgery done (B)(6) 2025 at (B)(6). Unfortunately, the patients hip became infected. Dr. Opted to do an immediate exchange where he was going to take out all the implants, thoroughly washout the hip, then implant new components. The patient was prepped with a 52mm emphasys cup, which allowed dr. To utilize a 40mm liner for added stability. The femoral canal was then prepped for a 5hi stem and a trial reduction was performed with a 40mm +1.5 head. Dr. Felt that the 40 +5 was better and implanted it. Stability was confirmed and the closing process began. No delays or adverse events took place. Activity level - yes. Doi: (B)(6) 2025, doe: unknown, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 157011100, lot - m8689j) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 157011100, lot - m8689j) combination.